Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cylced, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The instrument was used during a laparoscopic cholecystectomy. It was reported the er320 clips fell off the applier. It was from an ftr73, lot number j43r89. Another was opened to complete the case. There was no consequence to the pt.